Event description:
Additional information revealed that the ipg was explanted and replaced. Postoperatively, patient has effective therapy.

Event description:
It was reported that patient's ipg was unable to connect with external devices and gave the error message "replace generator, your generator has reached the end of its service". In turn, surgical intervention may be pending to address the issue.